Event description:
It was reported that the patient became ¿allergic¿ to the pump/catheter. The pump/catheter were explanted; the date was not reported. The patient was implanted with a new system on the date of this report. The patient status was reported as ¿alive-no injury¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).